Manufacturer narrative:
During subsequent follow-up with the reporter additional information was obtained. The reporter clarified that the event occurred prior to surgery. There was no patient involvement reported. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed on the device which found that the device was heating up and displayed an e6 error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event: it was reported that during pre-testing or surgery it was discovered that the console device had ¿an e6 error and shut off by itself¿, the motor device was ¿overheating with an e6 error on the console¿, and the attachment device was ¿making a grinding noise¿. The reporter indicated that all three devices were used together. There were no delays to the surgical procedure as spare identical devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
There was no contact phone number provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.